Event description:
Pt stated that she has had issues with her pump and occlusion alarm even though we have reprogrammed pump with her about 4x and occlusion alarm was changed to high each time. Hyqvia kit indication: nonfamilial hypogammaglobulinemia and common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.